Manufacturer narrative:
Correction: b6.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged. The dislodgement of the rv lead was verified by x-ray. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.